Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Follow up #1 submitted (B)(6) 2015.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6)v2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box history showed that loss of prime warnings had occurred. A force sensor calibration test was performed and confirmed the pump was detected force correctly. A flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were noted with the force sensor assembly or circuit. No delivery related defects were found during testing. (B)(4)

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 33.3 mmol/l with nausea, vomiting, extreme thirst, and a "tight head" associated with loss of prime warnings. The reporter indicated that the cartridge cap was secure to the pump and confirmed that the prime steps had been completed successfully. The reporter indicated that the pump was exposed to sudden changes in force or temperature related to the loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia related to exposure of the pump to sudden force/temperature changes.